Event description:
It was reported that patient presented with an out of range high voltage lead impedance measurement in the svc-can configuration. Patient has not had any recent therapy. Device programming remained the same. Patient will be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.